Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving frequent adjust belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified. But was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.